Manufacturer narrative:
Date sent to the FDA: 04/01/2016. This medwatch report was sent with article attachment.

Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported in a journal article that a patient underwent robot-assisted radical prostatectomy on an unknown date and suture was used. Two different methods of dividing the dvc by the use of a double needle driver, 1 or 2 periurethral retropubic stitches were passed from right to left between the urethra and the dvc, were then tied into a knot and performing the uva by the use of a double needle driver. It was reported that the patient developed postoperative infection and extended hospital stay. Additional information has been requested.